Manufacturer narrative:
Device has not been returned to manufacturer; supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, fiber optic sensor failure occurred on a cardiosave. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d7a, d8, h3 the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 53.3cm from the iab tip. A second kink was found on the catheter tubing and inner lumen near y-fitting approximately 75.9cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 23.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.: (B)(4).

Event description:
N/a